Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the certificate was expired. The technical support specialist (tss) dialed into the system and server, followed the knowledge article 'how to install server certificates' to bind new certificate. Tss then opened the website and confirmed that the certificate was renewed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had certificate that has expired on the both production and test servers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.